Manufacturer narrative:
Inratio precision data provided by end-user lot 060218: first test inr = 7.4 second test inr = 7.0, third test inr = 6.9. Mean = 7.1 ; sd = 0.26; %cv = 3.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 7.4, lab: 5.5, mean: 6.5, confidence limits: unable to be determined. Date: same day, inratio: 7.0, lab: 5.5, mean: 6.3, confidence limits: unable to be determined. Date: same day, inratio: 6.9, lab: 5.5, mean: 6.2, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For all 3 data sets, both values are greater than 5.0, which is considered accurate based on "area outside the acceptance region" table. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr - 7.4 second test inr = 7.0 third test inr = 6.9. Caller alleged inaccuracy with inratio. Results as follows: date: 2007, inratio: 7.4, lab: 5.5, date: the same day, inratio: 7.0, lab: 5.5, date: same day, inratio: 6.9, lab: 5.5.